Manufacturer narrative:
Device not returned

Event description:
It was reported that the load fill tubing sequence was initiated while the customer was connected at the infusion set site. Reportedly, approximately 1 to 1.5 units of unintended insulin was potentially delivered to the customer prior to the customer disconnecting from the infusion set. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer's blood glucose ranged from 178-179 mg/dl.